Event description:
In 2008, it was reported to boston scientific corporation that an rf ablation procedure was performed on a patient's liver. The complainant reported that during the procedure, the power generator displayed an "e7" error code. It was also reported that the physician used a second rf 3000 generator to successfully complete the procedure. There was no reported pt complication and no adverse affect on the pt as a result of the reported generator issue.

Manufacturer narrative:
The suspect device has been received, but the eval has not been completed; therefore, the cause of the reported malfunction is undetermined.